Event description:
The customer reported that the memory on the insulin pump was damaged. The customer was unable to see the blood glucose readings and boluses past three days in the carelink upload. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.